Manufacturer narrative:
Investigation: one hundred sealed and twenty six open 31g x 8mm pen needle samples along with three hubs cut in half were returned from lot. No. 8157541, cat. No. 320109. Visual, functionality testing and a clog test was carried out on the one hundred sealed samples and the twenty six opened samples and no issues were observed. No foreign matter was observed on any of the returned samples. Visual examination was also carried out on the cut hubs and no issues were observed. A further 100 samples were inspected from lot. No. 8157541, cat. No. 320109. A functionality thread test, a clog test and a check for non patient end damage was carried out and no issues were observed. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.

Event description:
It was reported that foreign matter from needle coring and damaged threads were noticed in the bd ultra fine¿ pen needle during release testing. This complaint was created to capture 1 of 2 related incidents. The following information was provided by the initial reporter: it was reported during a conference call that they are noticing increased foreign matter (coring) in the needle during release testing.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter from needle coring and damaged threads were noticed in the bd ultra fine¿ pen needle during release testing. This complaint was created to capture 1 of 2 related incidents. The following information was provided by the initial reporter: it was reported during a conference call that they are noticing increased foreign matter (coring) in the needle during release testing.